Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, over-sensing resulting in a false non-sustained supraventricular tachycardia episode was noted on the right ventricular (rv) lead. The device was successfully reprogrammed, and the patient was stable with no consequences.